Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, 8mm fenestrated bipolar forceps instrument, the plastic part near the wrist of instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, it was a thermal damage noticed during the central processing. No arcing observed. No other instrument(s) were in use when the arcing event occurred. No patient injury or harm adverse event. No missing piece was found.